Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the doctor had difficulty positioning the atrial lead in the post-mustard patient. After implant, the lead dislodged twice, requiring repositioning in both occasions. The lead remains in use. No further patient complications have been reported as a result of this event.